Event description:
Customer reports that the ventilator failed to cycle (closed). The hosp staff exercised the step motor and the ventilator began to operate. The ventilator is currently operating to spec. There was no pt injury. The alarm status is unknown.